Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. Additional information received which indicated that this lead was dislodged during extraction. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.